Event description:
On (B)(6) 2014, (B)(6), a healthy individual, had an endoscopic procedure (egd) approx at 1400. Approximately 2 hours post procedure the pt was unresponsive to stimuli and later claimed to have brain death caused from air embolism. The procedure was prescribed at (B)(6) hospital. The hospital declared a sentinel event. To this date, upon info and belief, the sentinel event has not been reported to the FDA or the joint commission and root cause analysis has not been provided to the joint commission or family of the deceased. No explanations have been provided to the family of the deceased. Additionally, there is no evidence that said hospital informed the FDA or applicable MFR's of equipment used during the procedure or post procedure.